Event description:
It was reported that clinical literature article - healio - february 2014 - volume 37, issue 2: e211-e213 - article title = loosening of the patellar component and extra-articular and transcutaneous migration after tka. The authors report a case of patellar component loosening and extra-articular and transcutaneous migration of the component 9 years after tka. No lateral release was performed and no patellar necrosis was evident on radiographs. The component was removed in the operating room. There were no further complications after the wound healed. This case emphasizes the need for periodic radiographic follow-up after tka.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown cemented tka duracon patella component. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. Device not returned.